Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 105 caused by a failed motor flex. As a result, the motor assembly was replaced.

Event description:
During baxter's eval of a spectrum pump, the device alarmed for system error 105. There was no pt involvement, as the alarm occurred during testing.